Event description:
Patient called to report "rupture" and "encapsulation, the baker grade is unknown". Later the healthcare professional reported the patient is "asymptomatic" and "possible rupture" per CT scan of abdomen. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date of january 2026 as the patient reported symptom onset "last month", relative to 17/feb/2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.